Manufacturer narrative:
H6: investigation summary: a complaint of foreign matter being found on the catheter tip was received from the customer. Samples were provided by the customer for investigation. Through visual inspection the customer complaint was verified. Using ftir analysis, it was determined a silicone substance was on the catheter tip. A device history record review was completed by our quality engineer team for provided lot number 0171899. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Bd concludes that the foreign matter detected by the customer is silicone that is applied during the manufacturing process. Silicone is applied to the finished product to aid in the insertion of the device by the end user. The silicone used is a medical grade silicone. A quality alert was performed and notification of the quality alert was carried out for involved personnel. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that 7 bd saf-t-intima¿ IV catheter safety systems had "gelatinous" foreign matter on the catheter tube tip. The following information was provided by the initial reporter, translated from chinese to english: "after opening package, it was found that there was gelatinous substance at the tip of the catheter tube, and multiple products had the same problem."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd saf-t-intima¿ IV catheter safety systems had "gelatinous" foreign matter on the catheter tube tip. The following information was provided by the initial reporter, translated from (B)(6) to english: "after opening package, it was found that there was gelatinous substance at the tip of the catheter tube, and multiple products had the same problem"